Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers basal and bolus history disappeared and reappeared on the pump touchscreen. There was no reported impact to the customer's blood glucose level. No further information was provided to tandem technical support regarding this issue and the customer continued to use the pump for insulin therapy.